Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm what is broken: thread or needle? Thread did the device fall into the patient? Yes. Was the device retrieved during the same procedure? Yes. Does the device remain in the patient¿s tissue? No. The following information was requested, but unavailable: were x-rays taken to locate the device? What measures were taken to retrieve the broken device? Was there any additional tissue damage as a result of searching for the device? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic inguinal hernia repair procedure on an unknown date and barbed suture was used. The device broke after a few passes within the tissue during the procedure. No adverse patient consequences were reported. Additional information was requested.